Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the information was corrected and the magnetic resonance imaging (MRI) was completed around 0900, but the start time of the MRI was unknown. No further information was reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (3.7 mg/ml at 1.0113 mg/day), fentanyl (2000 mcg/ml at 546.7 mcg/day) and bupivacaine (8.4 mg/ml at 2.2960 mg/day) drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a MRI, on (B)(6) 2018, and the pump was interrogated at 0945 and logs stated a motor stall had occurred at 0830. The motor stall had not recovered at time of interrogation. 20 minutes after interrogation, the pump was interrogated again at 1005 and the logs indicated a motor stall recovery at 0950 on (B)(6) 2018. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2018.